Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 350 mg/dl and 102 mg/dl. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.